Manufacturer narrative:
The pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. All operating currents were within specification. The pump was monitored and no unexpected low battery, weak battery unexpected off no power alarms were noted. The pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm low battery and off no power alarm. Customer's blood glucose at time of incident was unknown. Customer stated that they received a low battery alert prior to the off no power alert. Customer stated this is the second occurrence of off no power in less than 24 hours after the low battery warning. Customer was stated the pump will need to be replaced. Customer was advised that they may continue to wear pump until replacement arrives if they insert a new battery.